Event description:
The reported description notes that the primary device (ventilator) alarms are transferred to the bedside monitor but not to the central monitor. No patient harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the primary device (ventilator) alarms are transferred to the bedside monitor but not to the central monitor. Although alarms are annunciated at two monitoring devices, it is possible that the user would be unaware of a change in the patient status as alarms are not transferred to the central station (third device). Root cause - use setup. Philips technical support reviewed with the customer the vuelink setup for alarm configuration to the central monitor. This was reported to have resolved the issue. Vuelink alarming is user configurable at the monitor. Since this monitor has been in use since 2006, the configuration error is not consistent with an installation error and is fully consistent with a user error. The instruction for use manual adequately describes setup of the vuelink for connecting external devices. The available information from this report does not support a systemic, design, or labeling problem. No further information or action is warranted.